Manufacturer narrative:
The affected filter was available for investigation. A measurement of the resistance carried out immediately after arrival showed no abnormalities. No increased resistance could be detected. In the context of previous similarly reported complaints, an attempt was made to reproduce the described symptoms in the laboratory. A clear increase in resistance could only be reproduced by the use of nebulised medication or by subjecting the filter to a gush of water. In addition, examinations with the scanning electron microscope and chemical analyses of the filter pleat package were carried out. No abnormalities were found. Due to a 100% test of the resistance in production, a manufacturing failure can also be ruled out. In the current case, it was reported that nebulisation only occurred after the filter had been clogged, so that this can also be ruled out as the cause. Since the breathing system used had already been used on other patients and a similar case had occurred shortly afterwards with a filter from another manufacturer, external conditions such as an accumulation of condensate are likely to be the root cause. This is further confirmed by the fact that the resistance of the filter returned to normal after some time. The instructions for use describe as a warning:" if liquid appears on the device side of the product, the product must be replaced". In case of a blocked filter, there is an increase in airway pressure so that the set volume may not be applied. Depending on the alarm limits set by the user, a corresponding alarm is issued by the connected main unit. The alarm limits of the main device must be set in such a way that they correspond to the therapy requirements. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a surgery the airway pressure had suddenly increased and no expiratory vt was detectable. Change to manual ventilation and increased ventilatory effort required. Additional catecholamine administered. After replacement of the patient filter, everything returned to normal.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. On-going.

Event description:
It was reported that during a surgery the airway pressure had suddenly increased and no expiratory vt was detectable. Change to manual ventilation and increased ventilatory effort required. Additional catecholamine administered. After replacement of the patient filter, everything returned to normal.